Event description:
It was reported that noise and oversensing was observed in the atrial and right ventricle. Device was explanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of noise was confirmed via review of stored electrograms in the laboratory. The device was tested on the bench and our automated testing equipment. Analysis was normal and no anomalies were found. The cause of the noise could not be determined. (B)(4).